Manufacturer narrative:
H.6. Investigation summary: bd received 5 samples from the customer related to another complaint for underfill; therefore additional testing could not be completed on the returned samples for this clotting complaint. Therefore, 80 retention samples from bd inventory were visually inspected with no issues identified. Additionally, 5 retain samples were functionally evaluated for titration and all tubes were within specification for edta additive. Complaints for sample quality are under statistical control for the month of february 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode, clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes that samples were clotting. There was no report of impact to patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes that samples were clotting. There was no report of impact to patient or user.